Event description:
It was reported that the during implant the lead exhibited high thresholds, causing the patient to experience phrenic nerve stimulation. The lead was not used.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis found normal characteristics.